Event description:
It was reported that the patient was experiencing irritation at the implantable pulse generator (ipg) site. Due to this weight loss, the ipg became malposition making the area painful and difficult to charge. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Correction to block h6.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing irritation at the implantable pulse generator (ipg) site. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned.